Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the use of a snare to remove the stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was to be implanted in the common bile duct to treat an approximately 2cm stenosis during a stent placement procedure performed on (B)(6) 2024 . The patient's anatomy was tortuous. During the procedure, the stent was deployed in an incorrect location. Consequently, the stent was removed with a snare. The procedure was cancelled as the same device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h11: a wallflex fully covered biliary stent and delivery system was received for analysis. The stent was not returned, only the delivery system. The delivery system was returned with the shipping mandrel, and after removing it, no evidence of the alleged event was identified. No problems were noted with the delivery system. The reported event of stent partially deployed was not confirmed. The stent was not returned, and the analysis of the delivery system did not identify any problems or damages. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was to be implanted in the common bile duct to treat an approximately 2cm stenosis during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent was deployed in an incorrect location. Consequently, the stent was removed with a snare. The procedure was cancelled as the same device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was to be implanted in the common bile duct to treat an approximately 2cm stenosis during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent was deployed in an incorrect location. Consequently, the stent was removed with a snare. The procedure was cancelled as the same device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 09, 2024. The stent was partially deployed on the delivery system and then pulled using a snare.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h11: correction to the initial MDR in blocks b1, b2, b5 and h6 (device codes).